Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, occlusion test and self test. No anomaly noted during testing. No audio or vibrate anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer cannot hear alarms at all. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had suspend on its own and insulin pump would not come out of suspend and had to reset manually. The device will not be returned for analysis.